Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). No information was received regarding patient history of conduction disturbances. Based on all available information, a cause for the heart block could not be conclusively determined. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances, as the patient was hospitalized for a temporary pacemaker implant. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 1.9mm. Preoperatively, there was a left bundle branch block was noted. During the procedure, a pre-implantation balloon-aortic valvuloplasty (pre-bav) was performed with a 20mm balloon and the valve was implanted. The final implant depth was 5mm at left coronary cusp (lcc) and 5mm at non-coronary cusp (ncc). Five days after the placement of the navitor valve, it progressed to a complete atrioventricular block, and a temporary pacemaker was placed for observation. Subsequently, it reverted to a left bundle branch block without becoming a complete atrioventricular block again. The physician mentioned after navitor placement, the self-expanding device expanded and might have adversely affected the conduction system.

Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). No information was received regarding patient history of conduction disturbances. Based on all available information, a cause for the heart block could not be conclusively determined. The reported hospitalization, surgery, and unexpected medical intervention were the results of case-specific circumstances, as the patient was hospitalized for a temporary pacemaker implant. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 1.9mm. Preoperatively, there was a left bundle branch block was noted. During the procedure, a pre-implantation balloon-aortic valvuloplasty (pre-bav) was performed with a 20mm balloon and the valve was implanted. The final implant depth was 5mm at left coronary cusp (lcc) and 5mm at non-coronary cusp (ncc). Five days after the placement of the navitor valve, it progressed to a complete atrioventricular block, and a temporary pacemaker was placed for observation. Subsequently, it reverted to a left bundle branch block without becoming a complete atrioventricular block again. The physician mentioned after navitor placement, the self-expanding device expanded and might have adversely affected the conduction system. On (B)(6) 2024, the patient received a a permanent pacemaker (pmi).